Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The patient stated his cgm displayed a high reading (value not provided), he compensated by taking some insulin (dosage not provided) but his bg was not high (value not provided). His bg dropped critically low, he does not remember the bg value because he was almost unconscious, emergency medical services (ems) was called, and he received unspecified treatment. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.